Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the common bile duct performed on (B)(6) 2011. According to the complainant, during the procedure the basket tip separated from the device inside the patient. An attempt was made to retrieve the basket tip with a stone retrieval balloon, but it was inaccessible. The physician completed the procedure with the same stone retrieval balloon. Reportedly, the trapezoid rx lithotripter compatible basket was inspected/tested prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The reported event of tip detachment the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).